Event description:
A peritoneal dialysis registered nurse (pdrn) reported a patient was diagnosed with peritonitis. The pdrn stated the culture results were pending and provided no additional information. Notification was provided by the pdrn that the culture resulted positive for gram-negative bacilli. No additional information was provided. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Clinical evaluation: there is a temporal relationship between pd therapy utilizing an unknown liberty cycler with the liberty cycler set and the patient event of peritonitis. However, there is no documentation in the complaint file to show a causal relationship between the peritonitis and use of the liberty cycler or liberty cycler set. Additionally, there is no allegation of a device malfunction or deficiency, or cycler set defect reported for this event. The culture resulted positive for gram-negative bacilli for which the bacteria are a normal component of human colonic microbiota as well as intestinal pathogens. All pd patients are at risk of peritonitis due to a compromised immune system and the increase of potential for microbial contamination from dialysis techniques. Based on the available information the liberty cycler and liberty cycler set can be excluded as the cause of the patient¿s reported peritonitis event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
Additional information was obtained documenting that the patient presented to the pd clinic on (B)(6)/2022 with a cloudy pd effluent bag. The patient was diagnosed with peritonitis. The pd cultures were obtained the same date and resulted positive for gram-negative bacillus. The patient¿s white blood cell count (wbc) was 12 (unknown units). The patient was initiated on antibiotics with gentamicin intravenous piggyback (ivpb) daily (qd) for 14 days. The pdrn attributed the peritonitis to a cassette defect or touch contamination. No issues were reported with the cassette related to this patient.

Manufacturer narrative:
Additional information: a.1.,a.2.,a.3.,a.4.,b.3.,b.5.,d.10 correction: g.2. Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.